Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, programmer ecgs demonstrated oversensing at 2.0 mv in the bipolar configuration. The sensing configuration was changed to unipolar-tip, but oversensing remained at 10mv. Extending the ventricular refractory from 275ms to 400ms did not alleviate the oversensing. Device replacement was scheduled.